Manufacturer narrative:
The previously reported (B)(4) is replaced by (B)(4) to better capture the reported symptom. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported low flow rate. The device completed flow rate testing and was found to under infuse out of specification. An out of specification pressure plate was determined to be the cause and it was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower flow rate than programmed (infusion parameters unknown). There was no patient involvement. No additional information is available.